Event description:
It has been reported by an onkos sales representative that a patient with eleos proximal tibial replacement revision date on (B)(6) 2026. Reprted that femur was revised due to patellar tracking in addition to aseptic loosening of the femoral component. This report captures eleos resurfacing femur as serious injury.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported loosening was not related to the design, manufacture, and/or sterilization of the revised eleos implants. Note: this is a supplemental report to pcr (B)(4). MDR# 3013450937-2026-00105.